Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated, patient is stable, and the symptoms have resolved.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI:(B)(4), serial:(B)(6), batch:10572625.

Event description:
It was reported during procedure patient developed complication of acute hypertension and bleeding from head and as such was taken back to the room and the leads were removed and admitted to hospital. No further information available.